Manufacturer narrative:
Evaluation revealed the nail holding screw gamma3 8x35mm to be the subject product. The target device and the trochanteric nail were considered as associated devices. A review of the manufacturing / inspection records revealed no discrepancies. The device was documented as faultless prior to distribution. As the device had been in use for a longer time (manufactured in 2008) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. Evaluation did not reveal any discrepancies in material or manufacturing. The nail holding screw received showed normal traces of use, but no significant damage. A pre-surgical function test revealed the function of the device to be fully given. The nail holding screw could be screwed through the metal adapter of the target device into the corresponding thread of the nail and then unscrewed without any excessive force as intended. In addition the targeting accuracy was tested with the items received. Sample instruments were used to complete the test set up. The drills passed all corresponding drill holes as intended without any contacts to the nail. The reported event could not be confirmed or reproduced. The exact root cause could not be determined. Nevertheless, based on the above facts it can be ascertained that the event was not caused by any deficiency of the device, but is most likely related to an intra-operative procedure. Referring to available information a more precise statement was not possible from a technical point of view. No non-conformity was identified.

Event description:
It was reported by the nurse, we had an issue this weekend when using the gamma 3 nail device. Once the nail was in place, as well as the locking screw, the targeting device could not be removed from the nail. The nail had to be removed from the patient. Another nail was implanted with another gamma 3 kit available. There was a delay of greater than 30 minutes due to the change of the implanted nail for another one.

Event description:
It was reported by the nurse, we had an issue this weekend when using the gamma 3 nail device. Once the nail was in place, as well as the locking screw, the targeting device could not be removed from the nail. The nail had to be removed from the patient. Another nail was implanted with another gamma 3 kit available. There was a delay of greater than 30 minutes due to the change of the implanted nail for another one.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.